Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -11.0/4.5/088 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).